Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer is stating that the weld broke on the bed by the motor and when it did it caused something to be pushed into the motor.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the weld on the frame drive arm tore, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the weld broke on the bed by the motor and when it did it caused something to be pushed into the motor.